Event description:
Thank you for speaking with me just now about my defective night guard from (B)(6) in (B)(6). (The top and bottom have started separating, after less than 10 days' wear). Attached is a pdf of box cover showing lot number, upc, and original receipt. Please send me a replacement. Will you mind also acknowledging this email, confirming that you will send me a replacement, and estimating when I may expect it? Thank you.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.